Event description:
The facility reported an intermate which leaked at the junction of the tubing and the luer. The device was filled with a 150-ml solution of 4.5 g piperacillan tazobactam reconstituted with 20 ml water for injection and diluted with normal saline. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The lot number was not provided. Therefore, a batch review could not be conducted. Additional investigation is being conducted through tier I CAPA/ncr: (B)(4). Per the customer, this device was discarded and is not available for evaluation. Therefore, the reported condition could not be confirmed, and the root cause could not be determined. Should the device and/or any additional information become available, a follow-up report will be submitted.